Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for high pacing impedance. The patient went to the clinic for follow-up and impedance measurements were erratic. Due to the variation in impedances, the physician was not satisfied with the long term reliability of the lead. The lead was partially explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d314vrg implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).